Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing both itching and irritation at the pod infusion site (leg), had occurred while wearing a pod between 24 and 36 hours. In addition the patient reports they had been vomiting. Once at the hospital the patient was diagnosed with irritation at the pod infusion site due to a fungi. The patient was prescribed clotrimazole (1%). The patient was discharged from the hospital after 4 hours. The patients pod will not be returned as it has been discarded.